Manufacturer narrative:
Clinical investigation: although a likely temporal association exists between the liberty cycler/liberty cycler set and the patient¿s relapsing peritonitis event; there is no documentation in the complaint file that indicates a causal relationship. Additionally, there are no reported allegations of a liberty cycler/liberty cycler set device malfunction causally associated to the patient¿s relapsing peritonitis event. Relapsing peritonitis may be suggestive of pd catheter biofilm which protects the infectious organism from eradication with antibiotic treatment. Therefore, the possibility exists that the patient¿s pd catheter (not a fresenius product) may have been a factor in the patient¿s relapsing peritonitis. The etiology of peritonitis cannot be fully determined with the information available in the complaint file. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
A peritoneal dialysis nurse reported that the patient experienced peritonitis on (B)(6) 2017. The patient was treated outpatient with vancomycin and fortaz. The nurse clarified the effluent culture grew bacilli, organism not specified. She was unable to provide additional information about the relapsing peritonitis events that occurred between (B)(6) 2017 and (B)(6) 2017. The nurse also reported that the patient, although not hospitalized for the relapsing peritonitis, did undergo catheter removal and currently continues treatment with hemo dialysis therapy. The patient's peritonitis event on (B)(6) 2017 was treated outpatient with vancomycin and fortaz. The nurse clarified the pd effluent culture grew bacilli, organism not specified. She was unable to provide additional information about the relapsing peritonitis events that occurred between (B)(6) 2017 and (B)(6) 2017. The precise etiology of the peritonitis remains unknown.

Manufacturer narrative:
Corrective data: date on follow up 1 incorrectly entered as 10/31/2017. Correct date is 10/30/2017.

Event description:
A peritoneal dialysis nurse reported that the patient experienced peritonitis on (B)(6) 2017. The patient was treated outpatient with vancomycin and fortaz. The nurse clarified the effluent culture grew bacilli, organism not specified. She was unable to provide additional information about the relapsing peritonitis events that occurred between (B)(6) 2017 and (B)(6) 2017. The nurse also reported that the patient, although not hospitalized for the relapsing peritonitis, did undergo catheter removal and currently continues treatment with hemo dialysis therapy. The patient's peritonitis event on (B)(6) 2017 was treated outpatient with vancomycin and fortaz. The nurse clarified the pd effluent culture grew bacilli, organism not specified. She was unable to provide additional information about the relapsing peritonitis events that occurred between (B)(6) 2017 and (B)(6) 2017. The precise etiology of the peritonitis remains unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient experienced peritonitis on (B)(4) 2017. The patient was treated outpatient with vancomycin and fortaz. The nurse clarified the effluent culture grew bacilli, organism not specified. She was unable to provide additional information about the relapsing peritonitis events that occurred between (B)(6) 2017. The nurse also reported that the patient, although not hospitalized for the relapsing peritonitis, did undergo catheter removal and currently continues treatment with hemo dialysis therapy. The patient's peritonitis event on (B)(6) 2017 was treated outpatient with vancomycin and fortaz. The nurse clarified the pd effluent culture grew bacilli, organism not specified. She was unable to provide additional information about the relapsing peritonitis events that occurred between (B)(6) 2017. The precise etiology of the peritonitis remains unknown.